Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use in the patient, when the trek rx was removed from the packaging it broke at the shaft. The device was not used and there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was not confirmed. There was a kink on the hypotube distal to the strain relief. There was no break on the shaft as reported; thus, the reported complaint was not confirmed.a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot.the investigation was unable to determine a conclusive cause for the reported separation and noted kink on the returned device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d4: lot number, expiration dateh4: manufacture date